Manufacturer narrative:
(B)(4). The rt236 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that an rt236 infant dual-heated evaqua breathing circuit was leaking at the swivel y-piece. This was noticed prior to pt use. No pt consequence was reported.